Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a participant of ilet experience study experienced hypoglycemia while using the ilet bionic pancreas, with the cause unclear and no device alerts or alarms reported. Customer care provided support that included a review of available case records and attempts to obtain additional information from the participant. Investigation of this case revealed no malfunction signals or confirmatory device performance issues based on the limited information available. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was user experience of hypoglycemia with an undetermined root cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.